Manufacturer narrative:
The pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Sweid, a., starke, r. M., herial, n., chalouhi, n., xu, v., shivashankar, k., ¿ jabbour, p. (2019). Transradial approach for the treatment of brain aneurysms using flow diversion: feasibility, safety, and outcomes. Journal of neurosurgical sciences, 63(5). Doi: 10.23736/s0390-5616.19.04761-1 medtronic literature review found reports of complications after pipeline (ped) implantation. The purpose of this article was to describe the experience with the transradial approach for intracranial aneurysm treatment compared to the transfemoral approach. The authors reviewed the results of 598 aneurysms treated with ped. Of the patients, 504 were female and the average age was 55.5 years. The article states the following complications occurred: - ischemic stroke in 17 patients - delayed aneurysmal rupture and distal intraparenchymal bleed in 22 patients - in-stent stenosis in 34 patients.